Event description:
It was reported that a patient enrolled a (B)(4) study underwent left total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2007 due to a periprosthetic fracture. The femoral stem, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "postoperative bone fracture and pain."